Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The day after the onset, the patient was hospitalized due to peritonitis. Treatment rendered for the event was not reported. At the time of this report, the patient was still hospitalized and pd therapies were ongoing. On an unreported date, the patient was considered recovered from the peritonitis event. No additional information is available.